Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time. Therefore, the exact cause of the reported event cannot be determined.

Event description:
It was reported through an attorney as a result of a legal claim that: "patient has injuries sustained as a result of the implantation of a stryker rejuvenate hip replacement".